Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. Fa found the primary failure of a broken grip to be related to the customer reported complaint. A piece approximately 0.41" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned. The root cause was attributed to mishandling/misuse, such as excess force applied to the instrument jaws. No image or video of the procedure was provided for review. The instrument logs for the tip-up fenestrated grasper (part# 470347-12 / lot# k10220228-0150) associated with this event was last used during a right hemicolectomy procedure on (B)(6) -2022 on system (B)(4). There were 6 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that prior to the start of a da vinci-assisted right hemicolectomy surgical procedure, the tip of the tip-up fenestrated grasper instrument was found broken and it still has lives. There was no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: it was reported that this discovery occurred prior to procedure when the instrument was being taken out of its storage container. The instrument was not used on a patient as this was during setup. The instrument was sent back down for repair. The procedure was completed with a backup instrument. No fragments fell in patient and no delays.